Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during odontogenic jaw bone lesion resection, skin fistula resection, apical amputation and alveolar bone repair procedure, when the surgeon closing the skin, the nurse found that the tip of the needle was missing, so the nurse asked for it and found at the place where the skin was sutured and retrieved it.